Event description:
It was reported by customer that the cs300 intra aortic balloon pump had autofill failure occurred during use on patient. There was no harm reported.

Manufacturer narrative:
Cs100 upgraded to cs300 updated: b4, g3, g6, h2 and h11. Corrected: b5.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cs100 intra aortic balloon pump had autofill failure occurred during use on patient. There was no harm reported.

Manufacturer narrative:
Corrected fields: e1 (initial reporter, event site email address, event site address), g4 (510 k), h6 (component codes). Due to character restiction in block e1. E1 event site address is (B)(6). Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 UDI number. A getinge field service engineer (fse) arrived onsite and could not duplicate the autofill issue the customer experienced. Performed multiple autofill and start pumping no issues verified. Replaced filter as a precaution as it did not clear as expected. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected field: event site postal code.

Event description:
N/a.